Event description:
Baxter field service technician serviced a colleague infusion pump in which there was a damaged battery. During a review of the pump's event history, it was found that a depleted battery alarm interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was determined to be depleted main batteries. The main batteries and harness have been replaced. Baxter has received similar reports and a root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A follow-up medwatch report will be submitted if additional information becomes available.